Manufacturer narrative:
As of today, this investigation is still in-process and a follow-up will filed as needed.

Event description:
It was reported that during a preventative maintenance visit the field engineer noted the table and c-arm tend to randomly move up without anyone hitting the button. No injury reported.

Event description:
Additional information received from the field engineer noted that the footswitch on the system had previously been replaced for this issue. After further discussion with the customer it was determined that the issue had not returned after the footswitch was replaced and this issue may have been reported in error during the preventative maintenance visit.